Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer screen had intermittent failure. It was indicated that the flex cable was out of specification. It was also indicated that the programmer case was broken. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen would go in and out when adjusting the tilt on the screen. It would also freeze up and go black at times and only the outer edges could be seen. The programmer was returned for service. There was no patient involvement.